Event description:
It was reported that two power modules were alarming every 60 seconds. Battery replacement had been done following the instructions for use and the alarming was still present. The power modules were to be returned for analysis.

Manufacturer narrative:
A1-a4: there was no patient involved section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of frequent alarms from the power module (serial number: (B)(6)) was not confirmed. It was indicated that the power module would alarm every minute when plugged into an outlet. It was reported the power module was returned for analysis, but there has been no response from the customer when attempting to ask for shipping information. There were no photos submitted with the event. From the information provided a root cause for the reported event could not be determined through analysis. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The unit was shipped on 22oct2015. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6, entitled ¿caring for the equipment¿, explain how to properly care for all the equipment to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.